Event description:
It was reported that the health care provider (hcp) quit refilling the patient¿s pump on (B)(6) 2013 and gave him no reason for why his pump would no longer be filled. It was then reported withdrawal occurred; the patient went through withdrawal for 7 months starting on (B)(6) 2013. Ever since then, the patient had been very jittery and had a hard time sleeping on his left side because the pump ¿moves around¿ and would pinch him. This had been happening for ¿a little over¿ a year. The patient wanted to have the pump explanted but no hcp would take on his case because they didn¿t implant him. His implanting hcp would not remove it either. The device had been previously used to deliver morphine. No further information including if any interventions or actions were taken or patient outcome were provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 8709, lot # j11175r40, implanted: (B)(6) 2002, product type catheter. (B)(4).